Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences. The representative has been contacted for further information.

Manufacturer narrative:
Follow-up report submitted to document device results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences. The representative has been contacted for further information.